Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had high/undefined pacing impedance and the lead was suspected to be fractured. Reprogramming was performed. A few days later the lead was scheduled for replacement. During the replacement procedure, the vein was noted to be occluded. The lead was capped and another lead was implanted. No further patient complications have been reported as a resu lt of this event.